Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with their sets. It was reported that the customer had high blood glucose level of 485mg/dl. The customer's most current level was reported to be 202mg/dl. It was reported that the customer had treated with the pump and manual injections. It was reported that the customer had received failed battery test. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No low battery alert and no failed battery test alarm noted during test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked belt clip slot.